Event description:
During an arthroscopic repair of the right rotator cuff, the expressew needle tip broken off in the joint. The piece of needle readily visible was retrieved. A comparison was then made of the pieces available & it was felt by dr. That a piece remained in the pt. The joint was examined through the arthroscope & there was no metal piece evident.